Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation the farawave catheter was selected for use, while getting into the right superior pulmonary vein (rspv) the wire was difficult to insert and withdraw. The device was removed and inspected, and the wire wasn't moving freely. The troubleshooting was performed, and the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.